Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a change out due to normal elective replacement indicator, externalized conductors were visualized under fluoroscopy. The lead was reused with the new generator. The procedure was completed successfully without adverse consequence to the patient.